Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned in a small vial. Visual inspection found the haptic torn and missing a piece of the haptic. "The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting. The problem was resolved." Claim #: (B)(4).